Event description:
The patient had one graft anastomosed proximally with a sjm symmetry bypass system aortic connector during a coronary artery bypass procedure. Two months postoperatively, cardiac catheterization demonstrated the connector graft was 50% stenosed and percutaneous transluminal coronary artery bypass procedure (1996) and hypertension. No additional information was received, including the patient's present health status. An angiogram was reviewed and sjm observed the patient had a left dominant system with diffuse disease and a left main equivalent lesion. The mid-segment of left anterior descending (lad) contained long significant lesion and the right coronary artery (rca)was very small. There was evidence of multiple stents on the proximal lad and proximal circumflex (cx) with instent restenosis. Two aortic connectors were visualized: a connector graft to the obtuse marginal (om) artery was patent with a very small vein graft throughout and low flow. A distal target with a stent was present. A second connector graft to the postrolateral branch (plb) was patent with unimpaired runoff. A suture saphenous vein graft to the lad was patent with unimpaired runoff. Ptca to the proximal cx was performed. The results of this investigation are inconclusive,in part because the device remains implanted. Contrary to the initial information received indicating only one connector graft was implanted and was 50% stenosed, sjm's review of the angiogram dated august 2003 revealed a connector graft was patent with a very small vein graft throughout and low flow an a second connector graft was patent with unimpaired runoff. Multiple attempts were made to obtain additional information; however, the requested information was not received. Therefore, an in-depth analysis of the clinical course of this patient could not be performed. There was no evidence to suggest the stenosis requiring intervention was due to an intrinsic defect in the device. Vein graft stenosis can be caused by multiple factors and is an expected and foreseeable complication of coronary artery bypass procedures.